Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates for the available date range. The date of the reported hospitalization is (B)(6) 2010 but the pump histories indicate the pump was in use until (B)(6) 2011. No data was available in the black box or download histories from the time of the reported hospitalization due to continued patient use. Pump powers on with no alarms. A 29 hour flow accuracy test was performed on the pump. Pump passed flow accuracy test and was found to be delivering within the required specifications. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the patient contacted animas to report she was hospitalized on (B)(6) 2010 and (B)(6) 2010 with a diagnosis of dka. The patient reported a blood glucose (bg) of 300-400 mg/dl at the time of arrival to emergency room. The patient claimed she had symptoms of nausea and vomiting; however, did not check for ketones prior to hospitalization. The patient reported she was disconnected from pump during hospital stay and was treated with IV fluids and insulin. The patient restarted pump therapy with bg in normal range 100-150 mg/dl. At the time of troubleshooting, patient did not recall if she had changed out site prior to going to emergency room. The patient stated she was using refrigerated insulin and did not inspect cartridge or tubing for bubbles or air spaces. The patient reported that she does not rotate sites. Review of pump was unable to be completed due to history no longer available in pump for those dates. Reported, because the patient was treated for hyperglycemia by an hcp while the subject pump was in use.